Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive sheath was used. When the spline array of the farawave catheter was inserted into the sheath and aspiration was performed, air was continuously drawn in from the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned.